Manufacturer narrative:
This record (B)(4) is a fsn request. Hence closing as, a non-complaint.

Event description:
This record (B)(4) is a fsn request. Hence closing as, a non-complaint.

Event description:
It was reported to philips that the device has paddle damage. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.